Event description:
It was reported that the spinal cord stimulation (scs) implant procedure was cancelled due to the inability to obtain epidural access. The patient was administered local anesthesia. According to the physicians assessment, two inadvertent dural punctures occurred during attempts to access the epidural space for lead placement, resulting in cerebrospinal fluid (csf) leakage. No additional surgical interventions were performed. Following the procedure, the patient experienced a mild headache and remained in the hospital for an additional night. The patient has since recovered. The device will not return for analysis as it was disposed by the medical facility.